Event description:
It was reported that episodes of noise were noted on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the noise.